Event description:
It was reported that the ventricular lead exhibited loss of capture at high output. The device was reprogrammed to unipolar. On (B)(6) 2015, the patient presented to the facility and the loss of capture continued. All other values were stable. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.